Event description:
Report received of underdelivery. The customer contact indicated the event was the result of an operator error in programming the device. The device was programmed to deliver an unknown solution on line a at an unspecified rate. Line b was programmed to deliver 25mg of magnesium sulfate at an unspecified rate. After an unspecified length of time the pump sounded an alarm which stopped the infusion on both lines. Reportedly, the nurse restarted the delivery on line a but inadvertently did not restart the delivery on line b as intended. As a result, the pt's pre-term labor continued. After an unspecified length of time, the baby was delivered. There were no reported adverse effects to the mother or infant. Though requested, no additional info was provided.